Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was at work when he felt weak, tired, and had polyuria with polydipsia. The cgm egv at that time was not documented. It was not documented whether the bg was checked at the onset of symptoms. He asked his hr to call 911 and an ambulance arrived. While in the ambulance, the patient passed out. The cgm egv at that time was not documented. It was not documented whether the bg was checked at that time. The patient was admitted to ICU and was treated with an IV drip. He was unaware of other medical intervention given his state of unconsciousness. When we woke up, he was told that his bgm value was 1300 mg/dl. The patient did not know the egv or whether he was wearing the device at that moment. The patient was discharged the following day when he was feeling better. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.